Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.